Event description:
It was reported that during an unk procedure, error code 5 instrument error received. Another device was used to complete the case. There were no adverse consequences to the patient.